Event description:
The customer reported the following issue: "the materialovigilance declaration has not yet been made by the surgeon, it seems that there was a problem with the screw thread and that there was a spark with a visible flame when the drill was inserted." Update - 2/21/2022: the procedure could be completed correctly by opening the clavicle ancillary to recover the screw racks of the same size.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed, since the affected device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: during the visual inspection of the returned device, it is noted that the crest of the thread flank has separated/has sheared off under significant force which shows plastic deformation (metal chip generation) which can be attributed to improper insertion of the variax screw into the plate. The screw is inserted at an angle that is too big or too close to the lip of the plate, and this generates friction between the two metals, leading to a stripping of the screw. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the root cause of the failure is user-related which can be attributed towards improper insertion of the variax screw into the plate. If any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported the following issue: "the materialovigilance declaration has not yet been made by the surgeon, it seems that there was a problem with the screw thread and that there was a spark with a visible flame when the drill was inserted." Update - (B)(6) 2022: the procedure could be completed correctly by opening the clavicle ancillary to recover the screw racks of the same size.